Manufacturer narrative:
Investigation summary: it was reported by the distributor that the saline flush syringe stopped halfway through a flush. To aid in the investigation, two photos were received for evaluation by our quality team. Each photo shows a syringe without a tip cap and residues of blood. The barrel label confirms the lot number provided. As a physical sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 1019579. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement halfway through the flush. The following information was provided by the initial reporter: "pre filled saline syringe stopped half way through a flush and not able to instill the rest of saline."